Event description:
It was reported by the affiliate that during an unknown procedure, the tip of the device melted during the procedure. The hand piece was faulty as well and was replaced. It is unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
Date sent: 02/27/2009. Information anticipated, but unavailable at this time.